Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: h3: analysis of the ipg 3058 interstim ll (serial (B)(6)) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the nature of the complaint returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The rep indicated being aware of the lack of therapy on (B)(6) 2020. When the patient went to her follow up appointment that week she had some impedance issues on the lead but not all the electrodes had impedance issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that it was noted during time of implant that the patient had several contacts with impedance issues, higher than 4,000 ohms. Caller stated manufacturer representative was in this case and was notified/aware of the impedance issue at the time of the implant. Caller stated that the patient then reported a lack of therapy on (B)(6) 2020 and the manufacturer representative was also notified. Caller stated today they went into a case to evaluate the pocket and then caller noted that today (B)(6) 2020 that when they opened the pocket and went to pull the lead out, the lead fell out of the header block. The caller stated remembering the physician tightening the screw at the time of implant. The caller stated they went ahead and replaced the ins today. Caller stated the impedance resolved today when replacing the ins. No further complications were reported.

Manufacturer narrative:
Correction: date for follow up number 001 was 2020-03-20. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.